Event description:
It was later reported that the right ventricular (rv) lead was explanted and replaced due to the high impedance on the svc portion and elevated thresholds. At the same time, the device was explanted and replaced due to unexpected battery longevity. A left ventricular (lv) lead was also attempted during the procedure but dislodged during slitting and was replaced with a different lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).